Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (220 mcg/ml at 57.22 mcg/day), dilaudid (hydromorphone) (30 mg/ml at 7.8 mg/day), prialt (ziconitide, snx-111) (1 mcg/ml at .2601 mcg/day), and clonidine (25 mcg/ml at 6.502 mcg/day) via an implantable pump for non-malignant pain and multiple back operations. It was reported that the patient was experiencing loss of therapy. Exploratory surgery was performed. When the pocket was opened aspiration from the catheter access port was unsuccessful. The physician cut a portion of the pump section and no cerebrospinal fluid was observed. The physician did not want to attempt replacing the entire catheter as the patient had extensive spine hardware in place and made the decision to refer out to a surgeon for a full catheter replacement. A new pump section using a portion of a new (8595sc) kit was used to reconnected the catheter to pump and it was placed back in  the pocket.